Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and noted that multiple internal components were contaminated. The stm replaced the parts fill tubing assembly (0008-00-0312), male luer fitting (0103-00-0398-01), safety disk (0997-00-0985-01), condensate removal module (crm) (0997-00-0986-01) & purge manifold (0104-00-0026) that were provided by the customer. A calibration, functional and safety test were performed and all passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) had a blood back issue. It was noted that multiple internal components were contaminated. It is unknown if there was any patient harm/injury; however there was no adverse event reported.